Manufacturer narrative:
The investigation into the product damage (cannula kink) issue has been completed since the original report was submitted. The device was not returned for a visual inspection. Data log analysis confirmed the presence of suction alarms and low flows. The most likely cause of the low pump flow was a cannula kink. D6a, d6b.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a (B)(6) female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. A kink was noted on fluoroscopy proximal to the outlet. This kink made it unable to get flows above p1 without suction. The impella was removed and a new one placed successfully.